Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced inflammation at the implant site and was treated with antibiotics (type and duration not reported). However, the issue could not be resolved. The patient underwent a procedure (date not reported) to get equipped with a longer abutment.

Manufacturer narrative:
(B)(4). Implanted device remains.